Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The aria inflation device pressure gauge read 4atms without being inflated. Another aria inflation device was used to complete the procedure. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned unit revealed that the gauge needle was stuck at 5atms it was not possible to move the gauge needle back to zero. Functional testing was not performed due to the damage to the gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, an inaccurate reading on the pressure gauge occurred. The aria inflation device pressure gauge read 4atms without being inflated. Another aria inflation device was used to complete the procedure. No complications were reported and the patient's status is good.